Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1228148. Medical device expiration date: 2022-11-30. Device manufacture date: 2021-08-16. Medical device lot #: 0283793. Medical device expiration date: 2022-01-31. Device manufacture date: 2020-10-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes there was overfill. This event occurred 13 times. The following information was provided by the initial reporter. The customer stated: "the tubes drew more than the specified volume of blood."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1228148. Medical device expiration date: 2022-11-30. Device manufacture date: 2021-08-16. Medical device lot #: 0283793. Medical device expiration date: 2022-01-31. Device manufacture date: 2020-10-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes there was overfill. This event occurred 13 times. The following information was provided by the initial reporter. The customer stated: "the tubes drew more than the specified volume of blood."

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes there was overfill. This event occurred 13 times. The following information was provided by the initial reporter. The customer stated: "the tubes drew more than the specified volume of blood."

Manufacturer narrative:
H.6. Investigation: bd received (B)(4) unused customer samples from lot 1228148 and, (B)(4)unused customer samples from lot 0283793 and a pdf of testing results from the customer. The pdf and samples were evaluated and, the customer's indicated failure mode of overfill was not observed. Additionally, (B)(4) production lot in-house retention tubes samples from both lots were draw tested as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode as the defect was not observed in the testing results of the samples and the pdf and, could not be duplicated in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.